Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A nurse reported that a knife did not perform the incision during a cataract with intraocular lens implant procedure. An alternate knife was used to resolve the issue. There was no harm to the patient.